Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Patient was allergic to heparin, so argatroban was used as anti-coagulant. First mitraclip selected ntw (lot: 40502a1046) was implanted successfully. Upon inserting a second ntw (lot: 40507a2010) to the left atrium, a thrombus was noted on the clip. Activated clotting time was 300 seconds. The clip was removed quickly and the thrombus was confirmed to still be attached to the clip outside of the patient. An additional bolus of argatroban was administered. A replacement ntw (lot: 40520a1035) was implanted successfully. There were no patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.